Event description:
Spontaneous: patient reported that cadd legacy pump alarmed with 'no disposable' message. Patient switched cassette to back up pump and got same alarm. Patient remade solution with a new cassette and connected to the pump. Pump running fine, no issues. Patient did not experience any adverse event. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? As long as patient retains it. Did we [MFR] replace the device? No. Did the patient have a back up device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. No additional information. Reported to (B)(6) by pt/caregiver.